Event description:
It was reported on thursday, june 18, 2026, during routine maintenance of a PICC line for a patient, the PICC technician discovered fluid leakage near the puncture site. Upon retracting the catheter, a rupture was found, and the catheter was removed (this catheter was inserted on (B)(6) 20205; insertion length: 35 cm; exposed length: 3 cm; insertion site: left upper arm).the patient is a 74-year-old with gastric cancer undergoing long term outpatient chemotherapy. A new catheter was reinserted (as chemotherapy must continue). No further information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.